Event description:
It was reported that when using the bd pyxis¿ es server patient and orders were delay.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient/order delays across devices with stations going into critical override and no communication with logistics, while healthsight viewer (hsv) and server also reflected delayed messaging and epic_adt interface showing down for ~30 minutes. A technical support specialist (tss) confirmed interface disruption at the es server level, impacting inbound message flow. Shortly after, notices cleared automatically, and system behavior normalized with orders and patient data successfully crossing again. Heartbeat and cce timestamps aligned, and pharmacist confirmed restoration of communication between es and logistics. The system functioned as intended after the technical support specialist verified the device.